Event description:
Hospitalization was reported due to high blood glucose. The blood glucose level at the time of the event was over 580 mg/dl. The current blood glucose level is 237 mg/dl. Customer was vomiting and dehydrated. The insulin pump was under-delivering insulin. Customer was hospitalized for three days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.